Event description:
It was reported that during a ligamentoplasty the tip of the flipcutter broke into several pieces. They managed to recover all the pieces from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the device was broken. It was also noted that the blade of the device is missing. The cause of this remains undetermined, however a probable cause can be attributed to prying/leveraging forces being applied to the device.